Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl). Juice was consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
Evaluation of pump data showed cgm recorded low bg levels from (B)(6) 2016 - (B)(6) 2016. Low bg levels were recorded by cgm one to three times a day. The lowest bg level recorded by cgm was 51 mg/dl. Low bg levels were not recorded on (B)(6) 2016. There were erratic adjustments made to the basal rate settings. There is no consistencies with the low bg levels and what time of day the levels occurred. User made bolus requests without entering current bg level and still having insulin on board (active insulin in the body). Making bolus requests without entering current bg levels and still having insulin on board could lead to low bg levels. There is no indication of a pump malfunction.